Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) observed that the operating system showed the network as connected, with the station sending packets but not receiving any. To troubleshoot, the fse swapped cables and reversed the configurations for the two network connections. The communication network port successfully worked with the drawers, while the drawer network port failed to connect with the hospital network. Network cables were swapped again to rule out a faulty cable, but the issue persisted. Based on the findings, the fse concluded that the issue was with the hospital network.